Event description:
Complainant alleged that after arriving to the scene of a patient in cardiac arrest who had been down for ten to fifteen minutes, the device was attached and unable to obtain an ECG signal with a third party set of electrodes. CPR was being performed by the medics. A three lead ECG cable was attached, an ECG signal was obtained through leads and the patient's heart rhythm was asystole. In the ambulance the medics shaved the patient's chest and attached a new set of electrodes and were not able to obtain an ECG signal. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and observed proper operation during functional and performance testing. The reported malfunction was not replicated or confirmed. The device was returned to the customer.